Manufacturer narrative:
The physician elected to continue monitoring this issue. All available information indicates that these products remain in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) detected noise alone on the shock channel. However, there was also report that the pacing impedances of the left ventricular lead had increased from 1300 to greater than 2000 ohms after just five months of implant. Technical services discussed troubleshooting. No adverse patient effects were reported.